Event description:
A physician reported that before a cataract surgery, an ophthalmic irrigation and aspiration tip found to be bent. The product was replaced, and the surgery was completed without any issues and there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened irrigation and aspiration tip, in a wrench was returned for the reported issue of a bent tip. The returned sample was visually inspected and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually conforming; therefore, a bent tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the tip was manufactured to specifications. All irrigation and aspiration tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).